Manufacturer narrative:
Complaint was confirmed. Seven 138114a were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection of the returned product was unable to find any obvious abnormalities or defects. All devices were dye leak tested per procedure. Dye leak testing found that the sterile barrier had been breached only on sample 5. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user that these devices should never be used when there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic and these devices fail the inspection described in the IFU. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
During incoming inspection, the distributor rejected this device, 138114a, for a possible insufficient heat seal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.